Manufacturer narrative:
(B)(4) is used to denote surgical intervention.

Event description:
It was reported that only a few days after implant there were observations of no capture with this right ventricular (rv) lead. An additional procedure was performed where it was determined that the lead had micro-dislodged, and the lead was successfully repositioned. No additional adverse patient effects were reported.